Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: robotic assisted pulmonary resection. According to the reporter: the 60 black reload broke off in the adapter. Still attached but will not come off, broken off inside. No reinforcement material used. No unanticipated tissue loss. No blood loss of more than 500cc. No delay in operating room time. Nothing fell into the pt.